Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The physician decided to surgically abandon and replace this lead due to a concern of suspected lead damage or degradation. No additional adverse patient effects were reported.